Event description:
It was reported that the intellivue multi measurement server x2 had a loudspeaker error. It is unknown if there was any sound coming from the device. The device was not in use on a patient at the time of the reported issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a intellivue multi measurement server x2 had a loudspeaker error. The device was not in use on a patient at the time of the event.